Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not deliver accurate volumes. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction a3: this was a male patient. Additional information b5: staff had reported that the total parenteral nutrition (tpn) had been running dry on the patient before he completed his daily dose. Initially it was thought that there was an inadequate volume delivered by the pharmacy. Full and empty bags of tpn were weighed and it was determined that the adequate volume was in the bag when delivered from pharmacy. A new pump was used to deliver tpn with no issues thus it was believed that this pump was not delivering accurate volumes. It was reported that there was no harm to the patient. Additional information e4, f2, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was sent for flow testing and run for 60 minutes at rates of 125ml/hr for a volume to be infused (vtbi) of 125ml and 40ml/hr for a vtbi of 40ml. The results were 114.978 ml and 40.559ml respectively. The accuracy error percentages for each rate are -8.0176% for 125ml/hr and 1.3975% for 40ml/hr. The device was found to under infuse. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.